Event description:
Procedure: nephrectomy. According to the reporter: after firing, the jaws would not open. Eventually, the device could be removed and additional manual suturing was done. Surgery time extension was reported as more than 30 minutes.

Manufacturer narrative:
(B)(4)